Event description:
Boston scientific crm received information that during the implant procedure, this atrial lead exhibited far field oversensing of the ventricle and diaphragmatic stimulation. The lead was repositioned and the procedure completed. One day post implant, the lead had become dislodged. A revision procedure was performed and the lead was repositioned more medial with small far field sensing, however, no oversensing and no diaphragmatic stimulation. The lead remains in service.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.